Event description:
Event description guidant received information that this pacemaker, which is included in the c2 capacitor advisory, was displaying no capture at maximum output, with normal and stable impedance measurements. A lead dislodgement was suspected.